Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the act button on the insulin pump was not sensitive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.